Manufacturer narrative:
(B)(4). Approximate age of device - 47 days. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with suspected pump thrombus. The patient had elevated lactate dehydrogenase (ldh) and had subtherapeutic inr, with elevated lvad flow estimation. Additional information was requested but was not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The hospital submitted a system controller log file for review. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Multiple attempts have been made to obtain additional information from the customer regarding this event no additional information was provided. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. Explant date of (B)(6) 2018 added.

Event description:
Additional information: additional information was provided by the vad coordinator confirming that the patient received a pump exchange on (B)(6) 2018 due to thrombus.